Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 3. The clip delivery system (cds) was inserted by aligning the markers on the sleeve shaft and the guide hemostasis valve. There was no resistance during insertion or advancement. An attempt was made to adjust the sleeve direction towards the apex, using the m/l knob, but the clip did not deflect towards the apex. The sleeve tip was not deflected more than 90 degrees at any point. This occurred in the atrium. The p knob was then used to adjust the sleeve deflection, and the clip deflected toward the apex. With that maneuver it was possible to position the clip in the inter-commissural view without problems. The clip was deployed with a good result in mr, and the cds was removed. During removal of the cds, the markers were confirmed to be aligned correctly. The mr grade was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. The patient returned on (B)(6) 2014 with dyspnoea and edema due to heart decompensation. Transthoracic echocardiogram (tee) revealed single leaflet device attachment (slda), with an mr grade of 3. The clip was attached to the posterior medial leaflet (pml) only. There was also a chordae rupture. The decision was made to implant a second clip to stabilize the first clip and to reduce the mr. On (B)(6) 2014, at the beginning of a second procedure, images showed it would be difficult to place a second clip close to the first clip due to different anatomical conditions of the mitral valve.

Manufacturer narrative:
(B)(4). Cont of description of event: due to anatomical changes of the posterior and anterior leaflets seen on imaging, there were concerns about grasping the leaflets, and the procedure was aborted. A decision was made to send the patient to surgery, however, surgery was refused by the heart team due to the patient ejection fraction of 20% and beginning multi-organ failure. The decision was made to implant an additional clip for stabilization. On (B)(6) 2014, a second clip was implanted medial of the slda clip and a third clip was implanted on the lateral side. The mr grade was reduced to 3 and the patient was confirmed to be clinically stable post-procedure. No additional information was provided. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system: steerable guide catheter (sgc 10264405/14), lift, support plate, stabilizer. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported difficult to position and incomplete coaptation issues were not confirmed via returned product analysis. The clip delivery system (cds) was returned with the clip fully closed and the arm positioner to the closed side. The m/l knob was returned at 1 o-clock position. No damage was observed on the cds shaft. The cds functional testing was performed. The key is bonded to the sleeve shaft and did not rotate. The delivery catheter handle knobs were tested and there were no issues observed. The cds was tested with the returned case (sgc), and there were no steering issues were observed. Potential causes for sleeve steering issues resulting in difficulty positioning the cds can include, but are not limited to, manufacturing anomalies (loose or misaligned sleeve key), patient conditions such as anatomical morphology/pathology, user technique or procedural conditions (excessive tension on the device during the procedure). With respect to the patient condition, procedural conditions and/or user technique, sleeve steering issues may be influenced by patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. Additionally, potential causes for failure to adhere or bond to the leaflets and single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets. The patient effect(s) of dyspnea, edema, and mitral regurgitation, are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency.